Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event, their device gave them a message and they were unable to shock the patient. There were no reports of an adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control contacted the customer and they confirmed that they did not need additional support, but was unable to provide any additional details regarding how the issue was resolved. The device will not be returned to physio-control for further evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device gave them a message and they were unable to shock the patient. There were no reports of an adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.